Manufacturer narrative:
Product complaint # (B)(4). Device returned. Reporter is a synthes rep. A review of the device history record. Device history lot part/lot (314.03/2046)combination are unknown at synthes (B)(4), no DHR review possible. Device history batch null, device history review a cursory inspection of the complaint file for the device that was found damaged does not point to a manufacturing issue. Therefore a DHR/mre is not required. Investigation summary: background: it was reported that during a routine incoming inspection of a loaner set at(B)(4) site on an unknown date, a small hexagonal screwdriver shaft was bent. There were no patient and surgical involvement reported. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the small hexagonal screwdriver shaft (p/n 314.030 lot 2046) was received showing the distal tip twisted, no longer holding a hex shape tip. No other issues were identified with the returned components of the device. The reported condition of bent can be confirmed. Conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of a loaner set at fsl owens & minor ashland, va site on an unknown date, a small hexagonal screwdriver shaft was bent. There were no patient and surgical involvement reported. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).